Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). Per the medwatch form received, it was reported that during clinical rounding in the neonatal intensive care unit (nicu) the physician noted the neonatal patient's umbilical catheter leaking from the catheter/luer hub interface. The catheter was removed and exchanged with a new umbilical catheter.

Manufacturer narrative:
Submit date: 10/30/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample was not returned to the manufacturing site for review. No lot number was provided, therefore, it is not possible to perform a device history record review. With the available information provided by the customer, the most probable root cause could be considered as misuse (leak could be caused due to over bending or excessive force). However without the product sample, this cannot be confirmed. Under special 510k#k130725, covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. Also under the special 510k#k130725, a design change was implemented to increase the length of the strain relief on the luer hub of the single lumen uvc catheters. This change is expected to reduce the stress and likelihood of kinking in the area most likely to be exposed to alcohol. This change was executed in may 2014. Additionally in-process controls (such as personnel training, incoming

Event description:
Quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for trending and tracking purposes.